Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The electrogram displayed noise with a railing baseline. The shock occurred with the sensing vector set to the secondary sensing vector. Technical services discussed some testing to do for myopotential or electromagnetic noise. The noise could be recreated during office testing. The clinic has now reprogrammed the sensing vector to the primary sensing vector. There were no additional adverse patient effects. The system remains implanted.